Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon service investigation, the monitor was continuously resetting. The cause of the resets was isolated to the monitor's sd card overheating. The cause of the overheating was a cracked sd card. The root cause of the defective sd card was unable to be positively identified. No adverse event resulted from the monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor was resetting. The last pt to use this monitor did not report any deficiencies.